Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed states that the arctic sun device had flow issues. A check of the inlet pressure showed 0.0 psi even with the circulation pump command (cpc) at 100%. They discussed that this was indicative of a failed circulation pump. They would discuss repair options with management and get back to us.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed states that the arctic sun device had flow issues. A check of the inlet pressure showed 0.0 psi even with the circulation pump command (cpc) at 100%. They discussed that this was indicative of a failed circulation pump. They would discuss repair options with management and get back to us.